Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.